Manufacturer narrative:
Describe event or problem - corrected information: in the initial report the information about the generator being received for analysis should have been included.

Event description:
The generator was received for analysis however no analysis has been completed to date.

Event description:
Generator analysis was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that the patient was to have a full revision surgery due to an unknown reason. It was later reported that the patient was referred due to high impedance. The patient had a revision surgery to address the high impedance however only the generator was changed out. The generator that was implanted showed a good impedance value. During the surgery, the pin insertion of the explanted generator was not checked prior to explant. No additional relevant information has been received to date.